Event description:
It was reported by the customer that a pyxis medstation es system, prompting for witness on every medication transaction during active cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d3, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2022 to 24- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device requires a witness to retrieve every medication during the active procedure. A technical support specialist found that the issue was due to independent permission access for a user. A technical support specialist configured the access of the med ID of the specific medication to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system, prompting for witness on every medication transaction during active cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user role did not have any independent removal permissions. A technical support specialist attempted to investigate but no information was provided by customer. The system was functional as intended.